Event description:
It was reported that approximately one week post implant, the patient the patient had a syncopal spell and was taken to the emergency department with external pacing required. The threshold had increased, oversensing was noted, and non capture was noted. The oversensing was reproduced by maneuvers. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.